Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right-side capsular contracture baker grade unknown, "free liquid", "sparse fibroglandular tissue, showing slight enhancement of the parenchymal background", "presence of multiple elastomer folds", and "thickening and enhancement of the fibrous capsules." The device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified, capsular contracture: unable to observe, since it is not related to the device. Seroma-late: unable to observe, since it is not related to the device. Crease/folding of implant: crease fold observed, on the device. Inflammation/irritation: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
The device has been explanted.